Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, at 80% deployment, it was noted that the valve was too deep. The valve was recaptured due to suspected right bundle branch block. On a second attempt at deployment to 80%, premature ventricular contraction was observed with transitioned to ventricular tachycardia (vt). Antiarrhythmic medication was administered with slight improvement, but the vt did not completely resolve. The physician adjudged that the patient's blood pressure decreased during the second deployment, possibly resulting in a transition to ischemia. The valve was fully released under semi-rapid pacing with the temporary pacemaker. A shock was delivered, but no improvement was observed. It was determined that the ischemia of the left anterior descending artery with stenosis (#7 75%) had worsened. Percutaneous coronary intervention was performed under semi-rapid pacing. A stent was placed in #7. Vt was resolved, but it became narrow. The procedure was completed with the temporary pacemaker still in place. The causal relationship to the product is unknown.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012397883); product type: 0195-heart valves; section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-29 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a permanent pacemaker was not confirmed to have been implanted. Additionally, there was no previous coronary artery occlusion, and the valve did not dislodge and occlude the coronary ostia. Lastly, the delivery catheter system (dcs) did not dislodge calcium or plaque that occluded the coronary artery.